Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. (B)(4) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty based on the information provided. (B)(4). Item #sxpd2b400 stratafix spiral pdo knotless tissue control device; 2mo-4, #2 pdo 36 x 36, lot unk.

Event description:
It was reported that following a total knee replacement, an orthopedic surgeon had to reopen the knee for unk reasons and discovered the knee capsule was open. No immediate patient consequence, however, the surgeon is concerned about infection. The surgeon stated that the tissue was not normal, the patient had rheumatoid arthritis and was on a number of medications. Approximately 2-3 weeks post op, the patient heard and felt a pop in her knee. Upon reop, the surgeon found that the suture strand was no longer intact at the high tension point of the knee. He was unable to state whether it was at one or multiple spots along the suture strand. (B)(4).